Event description:
(B)(4). I was having increased pain that felt like hot pokers in my belly. My belly button began to leak fluid from a trochar site. I had to be admitted with a severly elevated white count. I stayed one night in the hospital for antibiotics. I left with a colostomy bag on my belly button until I saw an additional surgeon the following week.